Event description:
The following information was received by baxter global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of patient (pt) made mistake/touch contamination and peritonitis with culture positive for staphylococcus in a home patient (hp) coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date, the hp began treatment with dianeal pd4 ambuflex and extraneal viaflex therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing at the time of this report. During a call with baxter customer services (cs), the following was reported by the consumer. On an unreported date, the hp made a mistake in which touch contamination occurred (details not provided). The consumer reported the touch contamination caused the peritonitis which occurred on (B)(6) 2012. On (B)(6) 2012, the patient was hospitalized for the peritonitis. Treatment was not reported. On (B)(6) 2012, the hp was discharged from the hospital. It was reported, on an unspecified date, the hp was recovered from the peritonitis event. On (B)(6) 2012, baxter cs contacted the pd nurse (pdn) to request further information on the peritonitis event. The pdn declined to provide any further information. No further information was requested.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint for a report of use error - breach in aseptic technique is confirmed because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review was performed which found the labeling adequate for the prevention of the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.